Event description:
Patient's mother states insulin is squirting out of infusion set tubing during priming. Patient's mother states malfunction has been recurring since early june and that the malfunction happened 3 times on this day. Malfunction was solved by changing infusion set. Malfunction occurred prior to use.

Manufacturer narrative:
(B)(4). Eval summary: two used devices were returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid on 1 sample which also failed the p-cap connector vent test and the flow test of the tubing. One used device was tested and was found to be within specifications. Unused devices: no unused devices returned for eval. Reference samples: the reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot # 8200928. No relevant deviations during mfg were recorded.